Event description:
It was reported that "the pressure value shown on the monitor was about 40mmhg higher than expected. It could not be confirmed whether the shape of the waveform was abnormal or not, and it is also unknown if the value and the waveform matched. There was no problem zeroing, no error messages observed, and no problem on the tubing. The patient monitor used with the kit was probably nihon khoden. Sample of tracing is not available."

Manufacturer narrative:
The dpt zeroed and sensed pressure accurately on a pressure monitor. Electrical testing showed that the dpt electronic components were intact because both input and output impedance were within specifications. Zero-offset also met specification. There was no visible defect found from the dpt cable connector. Pressure test was performed at various pressure values, 0, 50, 100 and 300 mmhg and in reverse order with ge pressure monitor and pressure gauge. Electrical testing was also performed. Visual examinations were performed under microscope at 10x magnification. There was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.